Event description:
It has been reported to philips that there was insufficient disk space on the allura system and x-ray was not possible. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system onsite and confirmed that fluo storage not working and image disk problem. Review of the system log file showed that image disk reading error. Fse replaced the image hard disk and the ippc software was re-installed. After replacement of the image hard disk, system was returned to use in good working order. The codes were updated based on the investigation outcome.